Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to a calibrated laboratory device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient stated that the alleged inaccuracy occurred at 12pm on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿146mg/dl¿ with the subject meter and ¿90mg/dl¿ on another meter within 10 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The patient manages their diabetes with oral medication as well as with diet and/or exercise. In response to the alleged product issue the patient took an additional 1mg pill of repaglinide. The patient reported that one and a half hours later they developed the symptoms of ¿could not stand, shaking and hungry¿; symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming food and drink at 1:30pm on (B)(6) 2017. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter and an approved sample site was used for testing. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking additional medication based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.